Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level, as the pump was not being used for insulin therapy at the time of the reported incident.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.